Event description:
It was reported that during a da vinci-assisted surgical procedure, the image in the surgeon side console had a pink coloration in both eyes. The intuitive surgical, inc. (Isi) clinical sales executive (cse) said the image on a vision side cart was good. The site did a power cycle with the help of isi technical support engineer (tse) on call, but issue persists. Site had changed the endoscope, but issue persists. Live logs do not show any error related to the issue. The procedure was completed as planned. No reported known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the personality module surgeon console (pmsc). The system was tested and verified as ready for use. As of the date of this report, the pmsc has not yet been received by isi for evaluation.